Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-02271. (B)(6). It was reported that a perforation and pericardial effusion occurred. In (B)(6) 2014, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device & delivery system was inserted into the watchman access system. The watchman laa closure device was deployed in the laa. There were no recaptures of the device during the procedure. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. However, at an unspecified time, the patient experienced a pericardial effusion. Electrical cardioversion was performed. Cardiothoracic surgery was necessary to repair a small tear in the laa. The closure device was successfully implanted despite this event. The event was considered resolved 19 days later.